Manufacturer narrative:
H3: device evaluation - lens was returned in vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vicm512.6 implantable collamer lens of a -13.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. The problem was resolved. Reportedly, "doing well." The cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).